Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The lesion was located in the circumflex (cx). The physician was unpacking a taxus liberte 2.50x20.0mm drug eluting stent and noticed the stent was damaged. The physician prepared another of the same device and successfully implanted the device in the cx. There are no pt complications. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.